Event description:
It was reported that a patient claimed to have fallen due to a syncopal episode. Data strips show oversensing on both leads. It also was reported that the patient does not frequent high electro magnetic interference (emi) areas. The two leads are still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed interference/noise. Ventricular sensing integrity counts (sic) counts rose to an average of 45.6 per day during the timeframe of (B)(4) 2009 through (B)(4) 2010. In the 54 days previous to (B)(4) 2009, no ventricular sensing integrity counts were recorded. Elevated sic counts can be an indication of noise. Analysis also revealed oversensing; 11 non-sustained ventricular tachycardia sensed events of less than 220ms were recorded between (B)(4) 2010 and (B)(4) 2010.